Event description:
Additional information was received from the manufacturer representative. It was reported that there was a delay to the case of more than a half hour and there was negative patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while in procedure the surgeon felt that the screws they had placed were inaccurate by 4mm. The site used imaging system scans and adjustments of the screws three times.

Manufacturer narrative:
Continuation of d10: product ID 9735670, (serial: (B)(6); product type: ; section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: analysis was performed for product 9735740, serial number (B)(6). In summary, the site used an imaging system auto registration. There is insufficient information to determine the root cause of the reported behavior. Software logs were not helpful in diagnosing the auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes b01, c19, and d15 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.